Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt wants the scs system explanted due to experiencing ineffective stimulation. The pt is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.